Event description:
MFR periodically compares device tracking info to the social security death index for the purpose of updating device tracking data. MFR became aware of pt death during this process and evaluated available info against current procedures. The event did not meet MDR reporting criteria per MFR's current procedures. In an effort to obtain additional info regarding pt deaths for summary reporting request, certificate of death was requested, received and reviewed by MFR. Death certificate indicates that pt died at their residence. Immediate cause of death is listed as cardiac arrhythmia due to or as a consequence of epileptic seizure disorder. The pt had been weaned off of mysoline approx 6 months prior to death and at last office visit was not doing well off of the drug. It was reported that the pt had experienced an increase in seizure frequency since stopping mysoline. Topamax was started in place of the mysoline with an increased dosage at last office visit. Treating neurologist was in the process of replacing tegretol with trileptal over a two-week crossover. The pt was to follow-up with neurologist in 10 weeks, but pt died before their next appointment. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.